Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
The surgeon was performing an anterior cruciate ligament (acl) reconstruction on a patient and after implanting a truespan meniscus repair device for a meniscal repair, he tried to cut the suture with our arthroscopic pusher/cutter and could not cut the suture with the device. We then opened a second arthroscopic pusher/cutter and had the same result where we could not cut the suture. The steps/procedure in which we did this have not changed. There was no patient harm. There was a delay of 25 minutes in the case which was a result and the surgeon used a competitive product to complete the case. There were no adverse patient consequences reported. All available information has been disclosed.